Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had loss of capture. Pacing impedances have went from 757 to 1024 ohms since (B)(6) 2016. A lead fracture is suspected. A lead revision is planned. Ac is now turned off and output is 6v@0.5ms.